Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The patient¿s blood glucose level was 558 mg/dl at the time of the incident. Assisted customer in performing self test and was passed. Customer declined troubleshooting for the high blood glucose. The customer also stated that, the insulin pump was exposed to moisture. The insulin pump will not be and reservoir will be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.